Manufacturer narrative:
Device evaluated by MFR. A non bsc catheter and a coil were returned for evaluation. Visual inspection observed the coil with the interlocking arm side inside the catheter. The coil was removed from the catheter pushing it a mandrel and friction was noted. The coil was also noted to be kinked and stretched; some blood was also noted. The interlocking arm of the pusher wire was not found in the catheter. Visual and microscopic inspection of the device observed the coil interlocking arm was separated from the coil; however, no damage was noted on the coil zap tip. Almost all the dimensions that could be measured were found to be in specification; however, the fibers were found out of specifications since most of the fibers were not found, probably due to the stretched coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the catheter used was incompatible for this device and wrong flushing was performed during the procedure. The dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers.¿ also, the dfu indicates: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. Continuous flushing: reduces retrograde blood flow into the microcatheter and introducer sheath during coil delivery. It reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and microcatheter lumens. Also, it reduce premature coil thrombosis. Bsc ID: (B)(4). Tw# (B)(4).

Event description:
It was reported that the interlocking arm of the coil was broken. The target lesion was located in the mildly tortuous and mildly calcified internal iliac artery. A 12mmx30cm interlock¿ was selected for embolization. During the procedure, it was noted that the placement of coil was not stable. When repositioning was performed, the coil was pulled back up to about half of the device but the interlocking arm on the delivery wire inside the non-bsc micro catheter was detached. During removal, half of the coil was protruded from the distal part of the micro catheter. It was then carefully pulled back into the guiding catheter, and entire system was retrieved. Furthermore, another coil pusher wire was inserted inside the micro catheter but it was unable to past through. When it was checked under fluoroscopy, it was confirmed that the interlocking arm remained inside the micro catheter. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the interlocking arm of the coil was broken. The target lesion was located in the mildly tortuous and mildly calcified internal iliac artery. A 12mmx30cm interlock¿ was selected for embolization. During the procedure, it was noted that the placement of coil was not stable. When repositioning was performed, the coil was pulled back up to about half of the device but the interlocking arm on the delivery wire inside the non-bsc micro catheter was detached. During removal, half of the coil was protruded from the distal part of the micro catheter. It was then carefully pulled back into the guiding catheter, and entire system was retrieved. Furthermore, another coil pusher wire was inserted inside the micro catheter but it was unable to past through. When it was checked under fluoroscopy, it was confirmed that the interlocking arm remained inside the micro catheter. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable.